Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 (mg/dl). Reportedly, contact believes that the elevated bg level is related to hormones. Customer used insulin pens to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.